Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in sterile peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain. The break in aseptic technique was further specified as the patient disconnected their catheter and flushed it with solution in an attempt to clear out fibrin. The patient was hospitalized for the event and retrained in aseptic technique. The patient was later discharged from the hospital and treated with vancomycin (ip, 1 gram, once). At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.